Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not sync at 120 j. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device data logs determined that not all of the cases were available for review and some were corrupted. The log did record a number of successful shocks delivered. Only one case was identified to include a synchronized shock, however this case was while the device was shorted for a 30j test and not while attempting to treat a patient. It was noted by a field technician that the batteries used during the event were found to be damaged. The batteries were disposed of onsite and were not available for evaluation. It is possible that the battery was involved in the customer report. No trend is associated with reports of this type.